Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the inlet spout. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 9.71 cmh2o. This is within the specified tolerance of 12 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 valves was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, clearly deposits were found in the progav 2.0. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we cannot identify a functional deviation in the valve. However, we assume that the significant deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Patient with receipt of the product available. Age: 1 year, 5 months. Weight: 11 kg. Height: 85 cm. Gender: male. A revision procedure was done on (B)(6) 2021.

Manufacturer narrative:
Requests for release were sent. When the release for investigation is submitted, the sample will be investigated and the result will be submitted in the subsequent report.

Event description:
It was reported that a progav 2.0 (part # fx445t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve was believed to be difficult to adjust in the pressure settings. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data was submitted.